Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose 225.69mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. The patient also had complex regional pain syndrome (crps). Since device implant on (B)(6) 2015 her crps had ¿spiked and it¿s out of control.¿ the patient stated that at first it was slow but by (B)(6) 2015 the crps was going to areas that the patient had not had crps symptoms before. The onset of the symptoms was gradual. They wanted to put pain medication or clonidine in the pump but it was not her doctor¿s expertise. The patient wanted to find a healthcare provider (hcp) that handled the pump for both spasticity and pain. No interventions were mentioned. Additional information was requested regarding drug information, patient medical history, diagnostics performed, actions/interventions taken, and the cause of the symptoms. A supplemental report will be submitted if additional information is received. Information was received from a consumer who indicated that the patient had experienced an infection right after implant (implant date: (B)(6) 2015). The location of the infection was in the pump pocket, and the patient experienced the following infection related symptoms: redness, swelling, and pain. The incisional pump area was described as ¿angry red, a deep purplish color, and was hot to the touch.¿ the pump pocket was stitched from the inside and glued from the outside; there was no drainage but there was swelling. The patient had experienced hypersensitivity (pain) on the right side of her abdomen and right leg; per the patient, even a bed sheet would bother the area. The pump was not located in those areas. The patient had a preexisting condition of crps (complex regional pain syndrome) in her right arm, but her arm had not been bothering her at the same time as the other symptoms. Therefore, the patient did not think she experienced an exacerbation of the crps. The patient was unable to urinate and had the infection. The patient had been in the hospital from (B)(6) 2015 and with only two weeks at home, the patient dealt with the ¿indwelling¿ catheter. The patient was unable to self-catheterize due to the spasms in her legs and had developed a secondary infection because of the indwelling catheter. The incisional infection had healed (date not provided). After these events, around (B)(6) 2015, the patient began to experience hypersensitivity and stabbing pain in both wrists, lower back, where the bra was clasped in between her shoulder blades, inner area of knees (size of a tea cup saucer area), and more pain in her lower right leg than before. The patient¿s crps had been located in her right leg and foot, left leg and foot, left hip area, outer left leg, and lower left shin. The patient believed that the crps was spreading, was exacerbated, and had become more severe. The patient now had a hard time wearing shoes and socks, and the pain located around her inner knee area, right leg, and lower shin area had become affected. The patient also had a hard time picking out clothes to wear as wearing them bothered her. The onset of the change in therapy/symptoms was described as gradual. The infection had not been confirmed because the healthcare provider could not culture the incisional pump site (incision was covered with glue). Therefore, the patient had been treated for every type of infection thought of. In regards to the patient¿s secondary infection, it was identified as a urinary tract infection. The event date of the urinary tract infection was (B)(6) 2015. The infection was associated with the pump implant. Interventions taken were IV antibiotics. The infection had resolved. The patient¿s current rate of lioresal intrathecal (500 mcg/ml) was 251.33 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.